Event description:
According to the reporter, during a left colectomy procedure, a first circular stapler was used but it cut tissue without stapling. A second circular stapler of the same reference and the same batch as the previous one was used to complete the operation. Three days later, reoperation was performed because of an anastomosis problem. During a procedure, the surgeon observes that the previously placed were open and not closed in the b shape. A surgical thread was used to close it and did an ostomy. Fixing the problem through the use of a device competitor. The patient hospitalization was extended.

Manufacturer narrative:
Concomitant medical products: : eea28, eea28 eea 28mm-4.8 sgl use stapler (lot#p0j0301y). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left colectomy, at mechanical anastomosis, the stapler cut but did not staple the tissue. To resolve the issue, revision of colon anastomosis and rectal stump was performed using another gripper from the same batch, which made the anastomosis shorter than expected. Three days later, a redo of the surgery was performed due to anastomosis issue. The surgeon found that the anterior part of the anastomosis was open and staples were not closed in b-form. Anastomosis closure was performed using a surgical thread and temporary ostomy was created. A competitor stapler was used to continue the case. Hospitalization was extended as a result of the event.